Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2017-00667 . The hospital disposed of the device.

Event description:
During preparation for a coil embolization procedure, a non-penumbra microcatheter became bent. Consequently, while attempting to advance two ruby coils through the microcatheter on the back table, the physician encountered resistance and was unable to advance both coils. Therefore, the ruby coils did not come into contact with the patient and were not used in the procedure. The procedure was completed using a new non-penumbra microcatheter and additional ruby coils.